Manufacturer narrative:
(B)(4).

Event description:
It was reported the receiver was overheating. The product was evaluated. An external visual inspection was performed and failed due to burnt case and burnt usb connector. Pictures were taken. Receiver charge and boot tests were performed and failed as the receiver has no power. Functional tests were performed due to the receiver having no power. The receiver log was not downloaded and reviewed due to the receiver not having any power. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.